Event description:
During an embolization of the pulmonary arterial venous malfunction (avm), a 16 x 30 gdc coil was inserted through the microcatheter (mc) into the lesion, but the physician found to be too large and removed the coil. Resistance was felt when advancing the gdc 18 coil 14x30, 2-d shape into the mc. Upon attempting to remove the coil, the coil stretched and the distal portion of it got stuck in the mc. The mc and coil were removed as a unit from the guiding catheter. Another prowler plus mc and coil were used to complete the procedure. There was no adverse effect to the patient. The product is to be returned for evaluation and testing. The additional information will be submitted within 30 days upon receipt.